Event description:
It was reported that an episode of non sustained right ventricular oversensing was recorded on asymptomatic patient's egm. It was noted that the patient had an abandoned pacemaker lead and that it may be intermittently making contact with the right ventricular lead and causing noise. Changes in lead impedance and measured capture thresholds were also noted. It was discovered that the lead was pulled back. Patient presented for lead repositioning on (B)(6) 2018. The lead could not be repositioned and was explanted and replaced. Patient was in good condition following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.